Event description:
It was reported, premature battery depletion was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of premature discharge of battery/battery problem was not confirmed. The device was received with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed under nominal and field settings indicated normal functionality. Further battery assessment at various pulse amplitudes found current levels within normal range and no indication of premature battery depletion or battery problem was noted. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.